Manufacturer narrative:
The scd 700 was evaluated and the review showed that the unit had a damaged power cord, with the power cord showing exposed copper wire. The unit was triaged and the reported issue was confirmed. The potential root cause is customer misuse. The observed could be from being run over by a hospital bed or chair. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The scd 700 was evaluated and the review showed that the unit had a damaged power cord, with the power cord showing exposed copper wire. The unit was triaged and the reported issue was confirmed. The root cause of the reported symptom was misuse/handling. The potential root cause of the damage on the power cord is customer misuse from being run over by a hospital bed or chair. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage the power cord was noted to have exposed copper wires.